Event description:
A baxter representative reported to customer service a pump with failure code 810:04. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary: failure code 810:04 was confirmed in the pumps event history but could not be duplicated therefore no correction to the device was made. The device was returned to the customer fully operational.